Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead had fractured. Prior to a routine device replacement, high pacing impedance measurements were observed. Oversensed noise resulting in multiple diverted shocks was also noted as well as loss of capture. During the device change out procedure this lead was surgically abandoned and replaced. No adverse patient effects were reported.